Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a sensor, couple hours later he calibrated and got a calibration error. The customer received a second calibration error, followed by a change sensor alarm. During the night time the insulin pump alarmed, customer's blood glucose was 9.0mmol/l and during the call the sensor glucose was 2.2mmol/l. The customer blood glucose was 5.1mmol/l.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.